Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 - initial reporter state: (B)(6). Device/media analysis: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 44mm from the tip that was approximately 27mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a longitudinal tear in the balloon.

Event description:
It was reported that the balloon ruptured. A ranger global dcb otw 6.0 x 60mm, 135cm was selected for use in the proximal superficial femoral artery (sfa). During the procedure, the balloon was advanced to the target lesion, which was 50% stenosed and had moderate calcification and tortuosity. The balloon was inflated once to 12 atm before it ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter state: (B)(6).

Event description:
It was reported that the balloon ruptured. A ranger global dcb otw 6.0 x 60mm, 135cm was selected for use in the proximal superficial femoral artery (sfa). During the procedure, the balloon was advanced to the target lesion, which was 50% stenosed and had moderate calcification and tortuosity. The balloon was inflated once to 12 atm before it ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.